Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited loss of ventricular capture. No intervention was performed. There were no patient consequences reported.